Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The endoscope was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. In the system logs the errors 48204, 48275 and 48405 were found. Confirming the fault occurred in the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential/common root cause for this failure can be attributed to an issue with the light engine. This issue can be resolved by replacing the affected endoscope controller via fse service.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure after surgical ports placement, the caller reported receiving "preventive maintenance" and "vision degraded" messages on the vision side cart (vsc) touchscreen, with the vision appearing dark, degraded, and tending towards violet. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and verified error 48204. The tse instructed the caller to remove the endoscope and perform a hard power cycle with emergency power off (epo), but the issue persisted. The caller was then advised to use a different endoscope, yet the problem continued. Despite the degraded vision, the surgeon elected to proceed with the procedure using the system, resulting in a delay of less than 15 minutes. The procedure was completing as planned with no report of patient injury.